Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer was treated for the low blood glucose with food intake. The customer was assisted with troubleshooting and found out that the programming was inaccurate and advised to contact health care provider regarding settings as this could affect the blood glucose readings. Customer was advised to monitor the insulin pump regarding the low blood glucose. Nothing will be replaced and returned for analysis. Frn reservoir unknown. Unomedical infusion set.